Event description:
The customer reports smoke accompanied by a strong odor coming from the cell-dyn 1800 analyzer in their lab with the subsequent shutdown of the analyzer and monitor. There were no injuries reported or damage to the surrounding lab environment. No leaks or any type of liquid was found in or around the analyzer. The customer has unplugged the analyzer and requested a service call. There have been no reports of any adverse impact to patient care due to this issue.

Manufacturer narrative:
An abbott field service engineer (fse) arrived at the customer site to inspect the cell-dyn 1800 analyzer. The fse did not observe any liquid present in or around the instrument. However, the fan on the central processing unit (cpu) board was not turning, which could cause the cpu to overheat and the monitor to go blank as it is the video source. The thermal cutout on the cpu ensured that the cpu stopped when a certain temperature was reached. The fse also observed that a universal power supply was not in use, only a line conditioner, and confirmed that the power supplied to the lab is not always adequate. The cpu board was replaced and instrument performance was verified. The customer returned part number 8921029501 (sbc pcb motherboard) for analysis. No burn marks were noted with some dust in and around the fan compartment. The returned part was then installed into a reference cell-dyn 1800 analyzer and observed for a number of days during different instrument operational scenarios. The part did not fail in the reference instrument. The cell-dyn 1800 operators manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, it is unknown what caused the smoke and odor observed by the customer. The issue was addressed through standard troubleshooting procedures. A product malfunction for the sbc pcb motherboard (part number 8921029501) and the cell-dyn 1800 instrument could not be identified. (B)(4).